Manufacturer narrative:
Mansfield product monitoring has attempted to gather additional information. To date, no additional information has been received. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that there was a report of death of a newborn using our epump enteral feeding pump at santa casa neonatal ICU, while using on the patient. However, the equipment (which because of the cross does not connect with the neonatal probe) was used in an unadjusted way, which caused sepsis followed by death of a newborn. The issue was due to misuse of the product.